Event description:
Boston scientific crm received information that this patient with this pacemaker was scheduled for a replacement procedure, however, the procedure was cancelled, as the patient passed away the day before the scheduled procedure. The physician stated he has just seen the patient two days before she passed, and she appeared to be fine, but had a fever. The physician was concerned that the device had stopped working. It was noted that the device had reached end of life (eol) two months ago, and at the patient's last follow up approximately one month post the time the device reached eol, it was recommended that the device be changed out as soon as possible. The cause of death was not reported to boston scientific crm, however, it was noted that the patient did have chronic obstructive pulmonary disease and other issues, and was coughing the day she passed away. The boston scientific crm sales representative spoke with the patient's clinic and to this date, has not received the device back to be returned to boston scientific crm.

Manufacturer narrative:
As of this report, the device has not been returned. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.